Event description:
It was reported that the right atrial (ra) lead dislodged and the right ventricular (rv) lead had malfunctioned. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. It was further noted the outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 ipg implanted: (B)(6) 2013. (B)(4).